Event description:
Additional information was received that a revision procedure was performed. The rv lead and device were explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead displayed increased pacing impedance measurements greater than 2,000 ohms. A fracture was suspected, however, not confirmed. Isometric exercises were unable to reproduce the out of range measurements. No noise was observed on the lead. A revision procedure was planned. To date, no adverse patient effects were reported as a result of this clinical observation.